Event description:
Info received indicates the bed has no power due to the left intermediate siderail cable is cut and is shorting some components in the power control module board.

Manufacturer narrative:
The technician replaced the left intermediate siderail cable and the power control module to repair the bed.